Event description:
During a low anterior resection procedure, tere were no staples in the cartridge when fired. Another like device was used to complete the procedure. There was no patient consequence.